Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction that consist of a pimple at the needle puncture site which occurred the day the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with soap and water. On an unspecified date, the patient consulted a dermatologists who freeze the pimple with liquid nitrogen and removed it. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information. H6 health effect impact code - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a skin reaction had occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction. A follow up phone call made by tech support to the patient on (B)(6) 2025, where it was reported that the patient experienced a skin reaction that consist of small hard pimple at the needle puncture site which occurred on an unspecified number of days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with soap and water. One month later on an unspecified date, the patient consulted a dermatologists who freeze the pimple with liquid nitrogen and removed it. At the time of the 09/16/2025 follow up report, the wound had already healed and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.